Manufacturer narrative:
Further information was requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, no pacing output, capture threshold issue and undersensing was noted on the right atrial (ra) lead. Technical support was contacted and suspected the ra lead was dislodged. Diagnostic imaging confirmed the ra lead dislodgement. The ra lead was replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the right atrial was explanted and replaced to resolve the dislodgement.